Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported medical assistance and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient experienced low blood glucose (bg) levels while wearing the pod on the abdomen between 4 and 24 hours. The patient was assisted by airport medical staff when arrived to the netherlands, was taken to the hospital via ambulance where tests were performed, a novorapid insulin pen was provided and the pod was removed.